Manufacturer narrative:
An evaluation of the suspect device revealed no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Visual inspection of the returned instrument found it had fractured and separated at the 40mm depth grove indicator. A previous investigation for this type of event found that the instrument failed due to excessive lateral bending/fatigue stress related either to the patient or clinical factors/circumstances. Although no product problem has been identified, engineering has updated the prints to further improve the designs of all arsenal probes.

Event description:
The tip of the arsenal probe fractured and broke during use. The detached section was removed without issue. Patient not harmed.